Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14126, related manufacturer reference number: 2017865-2020-14127, related manufacturer reference number: 2017865-2020-14128. It was reported that the patient developed a systemic infection. During the procedure, vegetation was observed and the whole system including the implantable cardioverter defibrillator and leads was explanted. The patient condition was unknown.